Event description:
It was reported that the user unintentionally navigated to a press-and-hold screen while not connected to their body and required guidance to return to the change cartridge and tubing workflow, after which they proceeded with a supply change. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user interface confusion during supply change steps without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.